Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024 due to cerebral hemorrhage. Two hours after the procedure the physician found that there was csf leaking at the slit of the catheter. Then the physician retrieved the device and stop monitoring.